Event description:
The customer reported that the system displayed a checksum error message. This error means the system detected a failure while checking all aspects of software and hardware during booting up. This may cause the system to not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory board. The system operates as intended.